Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date. -device explant occurred on (B)(6) 2018 for unknown reasons.

Manufacturer narrative:
The initial report date was recorded incorrectly leading to the MDR report being two days late.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant occurred on (B)(6) 2018 for unknown reasons.